Event description:
It was reported the intraocular lens was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to iol subluxated 50%, double va (visual acuity), and foggy. Replacement lens information is unknown. There was no incision enlargement no suture(s), no medical attention was required and no medication (outside of standard care) was prescribed however, an unplanned vitrectomy was performed. Best corrected visual acuity pre-operative: 20/50+2 and best corrected visual acuity post-operative: 20/20-1. Patient status was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - clinical code: 4581 device decentered/dislocation. Section h-6 health effect - impact code: 4625 vitrectomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 15-may-2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a case. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Complaint issue could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. The reported complaint issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.